Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: the pump's black box showed evidence of short battery life. There were unexplained pump reboot events and drastic voltage drops. Battery related alarms were observed in the pump's history. Battery compartment was cracked below the bumper pad. There was evidence of corrosion observed inside the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. During investigation a fully charged battery was installed. The pump alarmed with either a replace battery alarm or a call service 064 alarm during the load step. There was moisture found on the internal components of the pump. The display screen was discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm . There was no indication that the product caused or contributed to an adverse event.